Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. From the picture of the burn, it could not be determined whether the returned product met specification as received. The picture showed a burn mark on the skin. The device was not seen in the picture. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The picture did not provide enough information to evaluate the device performance. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post op liver transplant, the patient had a third degree burn in the buttocks area. Treatment according to hospital procedure was done to the burn. Hospitalization was extended due to the burn.